Manufacturer narrative:
The process of gathering information is still ongoing. The conclusions will be provided to the follow-up report.

Manufacturer narrative:
The investigation is ongoing. The results will be provided to the next report.

Manufacturer narrative:
After the event, an arjo representative conducted the device inspection at the customer's site. According to the service technician, the ceiling lift was operating correctly and the spreader bar quick-connect attachment components (cover and latch) had no signs of damage. The manufacturer analysis revealed that the non-compatible strap was used with the quick connect attachment what could lead to its further detachment. Information regarding the part number of the strap that can be used with quick connect attachment is included in the parts list dedicated to maxi sky 2 ((B)(4)). To conclude, the maxi sky 2 ceiling lift did not perform the specification as the spreader bar detached. The ceiling lift was not used to transfer the patient at that time. The complaint was decided to be reportable due to an indication of spreader bar detachment.

Event description:
Following information provided by the customer, the spreader bar of the maxi sky 2 ceiling lift detached during preparation of the device for use. The detachment occurred at the place where the lifting strap is attached to the quick connect hook. No patient was involved. No injury was claimed. Quick connect is the component that allows to connect the spreader bar to the ceiling lift strap.

Manufacturer narrative:
The investigation is ongoing. The results of the analysis will be provided to the follow-up report. The date of incident was estimated based on the awareness date.

Event description:
Following information provided by the customer, the spreader bar of the maxi sky 2 ceiling lift detached. No patient was involved. No injury was claimed.